Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a program alarm anomaly. Customer's blood glucose was unknown. Customer was not able to clear alarm due to buttons not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with stuck in full segment display after inserting battery and counting up to number 7 due to faulty connecter on interface board. Unable to verify for alarm or verify for keypad anomaly due to stuck in full segment display. No damage on keypad traces noted. The connector on lcd board was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked case near reservoir tube window.